Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reports that during charging her ipg feels warm and also sometimes she loses connection and has to restart. She states it doesn¿t say poor recharge connection but rather her remote acts as though it disconnected from the recharge cable. No issues when she uses the wall charger. The cause was unknown. Instructed patient how to slow down recharging and also guided her to follow up with patient services if the remote issue was consistent to determine if she needed anything replaced. Patient was also going to be seen at her next appt may 12 for a follow up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that pt was seen late yesterday (8/25) afternoon and was getting oor messages on all settings. After doing an impedance check electrode 0 was >40,000. We were able to reprogram around the 0 electrode and maintain good coverage. After finishing we checked on her remote and she was still getting an oor message. Rep read out her ipg and did another impedance check which showed electrodes 0,9,10 >40,000. Rep further checked several times during the reprogramming session and based on her position either only 0 was affected but sometimes 0<(>&<)>9 and 0,9,10. It was not consistent other than always being the same electrodes. We were able to capture coverage around 0,9,10 and patient was given 3 settings to go home with. We checked on her programmer and she was able to increase all. Hcp was notified and we will continue to monitor. Advised patient to update me if she has issues. In addition, patient reports this issue began several months ago (rep was made aware on 8/25) and she also had a fall around that time. She¿s not sure if it was related but possible the oor message began post fall.